Manufacturer narrative:
The customer complaint of stopped compression was confirmed during archive data review of the returned autopulse platform (sn: (B)(4)). The stopped compressions were due to user advisory 17 (max motor on time exceeded). However, the reported issue could not be reproduced during functional testing. Since the issue could not be replicated and no device deficiencies were found that could have caused or contribute to the reported issue, the root cause of the customer complaint could not be conclusively determined. Duburring of the clutch plate was performed. The platform passed all testing criteria. The autopulse platform is a reusable device and was manufactured in july 2016. Visual inspection was performed and no physical damages were found. However, it was observed that the encoder drive shaft does not rotate smoothly, it exhibits binding and resistance. During functional testing, several run-in tests were performed and no faults were observed. Multiple stop compression were observed on (B)(6), rather than on the reported event date given by the customer of (B)(6) 2017. The cause of the stop compression was due to user advisory 17 (max motor on time exceeded). According to the platform's retrieved archive data, the autopulse battery (sn: (B)(4)) used at the time of the event was fully charged and the platform provided compressions on a medium size patient and then stopped due to user advisory 17. After restarting to clear the ua, the platform continued to be used again with the same battery. Multiple stop compressions due to a user advisory 17 error (thus resulting in the "lifeband to be repositioned" message) were recorded. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. Further evaluation on the drive train motor brake gap verified that the gap was within the specification. The load cell characterization test confirmed both load cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during patient care on (B)(6) 2017, the autopulse platform (sn: (B)(4)) displayed two unspecified fault error messages and stopped compression. Additionally, the customer indicated the message to resize/ realign lifeband is frequently occurring. Consequently, the patient reverted to manual CPR. Multiple follow-up attempts were made to obtain additional information from the customer, however, were unsuccessful. There is no known patient consequence or impact as a result of the reported issue.